Manufacturer narrative:
There is no connection that can be made at this time between the reported postoperative complications and any problem with the davol device used to treat the patient. The information provided is limited and (B)(4) reported that our requests for additional information could not be forwarded to the patient. Based on the limited information provided to date, no conclusion can be made. Without a lot number a review of the manufacturing records is not possible. Adhesions are a known inherent risk of surgery and are listed in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be obtained, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported via (B)(4): "the mesh has caused many foreign body response issues which have severely affected my quality of life. It has adhered itself to my traverse sigmoid colon needs to be removed before it compromises my colon. I have to have a hysterectomy as the mesh cannot be removed from my uterus without and I could also face having to have an ileostomy if the mesh is too deeply seated in my colon to be removed."